Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found foreign objects in the air/water nozzle and corrosion in the air/water cylinder. A root cause could not be identified. Based on the results of the investigation: the event of foreign objects is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event of corrosion is detectable and preventable by handling device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual 3.7 connection of the endoscope and ancillary equipment should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water nozzle and corrosion in the air/water cylinder. There were no reports of patient involvement.